Event description:
It was reported that the patient¿s device didn¿t seem to be working. The patient was up 6 times last night and if they drank a glass of water, it went right through them. It was off and on and sometimes it seemed to tighten up and lasted for a while; it seemed to have to do with how much the patient drank. The patient went to see their managing health care provider (hcp) the other day and the patient wanted the hcp to use the device to turn it up a little bit, but the hcp wasn¿t inclined to do that. The patient tried to increase stimulation on their own and could feel the flutter, but they wondered if it slipped out of place. The patient was told the lead could not move. The patient fell down the steps the other day, they guessed this was a couple of weeks ago. The patient thought their symptoms with a loss of therapeutic effect and incontinence had gotten a little worse since that time. The patient had not discussed their fall with their hcp as their last appointment was before the fall. The patient did go to their general practitioner (gp) and they confirmed that the patient did not break any bones. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# v762613, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.